Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their reservoir and infusion sets. The customer states they are in the hospital for the flu and was trying to change the reservoir, but notice it wasn't filling with insulin. The customer's blood glucose level at the time was 303mg/dl. The customer was advised that the reservoir and sets would be replaced, but would need to be returned for analysis.